Event description:
Customer allegedly ran into wall due to the chair "jumps". (B)(4). Minor injury alleged.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model r51, serial number/date (B)(4) is approximately 1 year 2 months old. The owner's manual part number 1106645 rev g (jul-2007) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer called stating that the r51 power chair allegedly jumps. The consumer allegedly ran into a wall sustaining an unknown injury to his knee. Medical intervention is unknown. (B)(4) has been issued for the replacement of the left motor.